Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (30 mg/ml at 2.4 mg/day) via an implantable infusion pump. It was reported that the catheter stylet had torn through the catheter lumen during an implantation surgery on (B)(6) 2018. A new catheter was opened and used, and the surgery was successfully completed. No signs or symptoms were reported. There were no known environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. The issue was considered resolved. No further complications were reported.